Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 7 false positive for sars cov2 on the alinity m resp-4-plex assay. The customer stated that the samples results did not fit their expectations. The samples were retested on another alinity m instrument or their alternative platform nimbus seegene or genexpert on the same day. All of the repeat samples were negative. The customer stated only the negative results were reported outside the laboratory. Therefore, there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in italy using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
E2 updated to heath professional and e3 updated to physician as initial reporter is a physician. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the seven (7) reported false positive samples for the cov2_4pce target of the resp-4-plex assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. Reported false positive samples in the complaint were near the assay limit of detection (lod) for the cov2_4pce target of resp-4-plex assay and therefore, may not be reproducible. The seven (7) discrepant results were re-tested on alinity m system and detected positive. However, same samples were detected negative when re-tested on different platforms "nimbus seegene or genexpert." Different platforms have different limit of detection for the assay and therefore, the results can't be 100% reproducible on alternate platforms. A product deficiency was not identified by this evaluation. Quality data review: device history record (DHR) / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit master lot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 (including the components) was performed to identify any records that were potentially related to the reported discrepant result complaint. The search did not identify any existing internal issues or non-conformances related to the reported complaint for lot 525309. Complaint history review a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant cov2_4pce results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525309. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309 was not identified.